Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during excision cervical leep, the device stopped working during critical activation phase when cervical cone biopsy was partially removed from the cervix, unable to activate pencil again which resulted in excessive amount of 800 cc blood loss. Suturing was done to complete the case.